Manufacturer narrative:
Novocure's medical opinion is that a contribution of the arrays to the events cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include prior bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), prior lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, chemotherapy, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only. There were no reports of wound infection in the pivotal ef-11 recurrent gbm trial. There have been 99 reports of wound infection in the commercial program to date.

Event description:
A (B)(6) year old female with recurrent glioblastoma began optune therapy on (B)(6) 2016. On july 16, 2020, novocure was informed by the caregiver that the patent underwent surgery to replace a cranium hardware screw that had dislodged from the skull (last surgical resection (B)(6) 2019). Per patient medical records, patient had been urgently evaluated for post operative scalp breakdown, possible osteomyelitis and infection. Brain MRI demonstrated no evidence of osteomyelitis or abscess. Prescriber later clarified that the patient had been hospitalized for wound dehiscence, and wound infection. Optune therapy was temporarily discontinued. On august 28, 2020, the patient's caregiver reported that post-surgery, the surgical site wound was not healing properly, and the patient had developed scalp sores. Prescriber reported that the patient would require free flap reconstruction surgery at a later date. Per the prescriber, the cause of the events were prolonged optune therapy use in a long-lived glioblastoma patient. Optune was permanently discontinued due to the risk of skin breakdown and wound dehiscence in the future.